Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, therefore failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint unconfirmed. Root cause analysis cannot be completed at the moment. No material has returned for evaluation.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was loose. It was unknown whether the device was in contact with patient, if there was any patient injury, or surgery delay. Additional information has been requested but no other clinical information has been provided.